Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was taking a long time to charge ins, and sometimes it takes 5 hours to get to 100 percent, then another day it will take 20 minutes. The patient (pt) says controller screen will go white and sometimes it says system error. It also says replace controller battery. Pt says the recharger (rtm) "gets like a warming blanket sometimes". They said this started "several months ago". The issue was not resolved. An email was sent to the repair department to replace the device.".